Manufacturer narrative:
Findings: unit received with broken battery cap. Unit received with blank display due to corroded battery tube. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and broken battery tube threads.

Event description:
It was reported that the customer had a damaged on the insulin pump. The customer's blood glucose level was 275 mg/dl. The customer states that she cannot get her battery out of the insulin pump. The customer attempt to remove her battery from the insulin pump and she noticed a crack on the backside of insulin pump near battery compartment. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction. The customer was advised that the insulin pump will need to be replaced.